Event description:
Plaintiff alleges developing a severe latex allergy related to the use of latex gloves and this led to her discharge from the united states army. Further alleges as a result of the allergy to latex, she has been experiencing physical injuries, pain and suffering, embarrassment, humiliation, loss of enjoyment of life, lost past wages, lost future earnings, lost earning capacity, medical expence, future medical expenses, fright and apprehension, emotional distress and inconveniences. Plaintiff's husband, alleges loss of consortium.